Manufacturer narrative:
Added information to section b5 (describe event or problem), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (component code): "439 - cusp/leaflet" code removed. H10: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.

Event description:
Through review of medical article [severe mitral valve insufficiency caused by standard surgical aortic valve implantation and its reparation using suture less prosthesis], the following event was identified as pertaining to an edwards device: a 25mm edwards valve implanted in aortic position was explanted after an unknown implant duration due to a deformity of the aorto-mitral continuity leading to severe mitral regurgitation. One week after index procedure, severe mitral native valve regurgitation was detected through control echocardiogram as a result of slightly restrictive anterior leaflet, impaired apposition and non-coaptation due to edwards device implantation. Another valve of same model and size was implanted in replacement [edwards ref. Number: (B)(4)- report ID: 2015691-2023-18575]. The perioperative echocardiogram showed aortic prosthesis with good function with small intra prosthetic regurgitation, again complicated with significant mitral valve regurgitation. It was attempted to repair mitral valve using an annuloplasty ring (brand not specified), but surgery was abandoned due to inaccessibility. Consequently, it was decided to explant the second 25mm edwards valve from the aortic position to restore the original geometry of the mitral valve [edwards ref. Number: (B)(4) - report ID: 2015691-2023-18571] and a non-edwards valve was successfully implanted in replacement with good hemodynamic result.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for additional events within the same article. The dates of the event is unknown; however, the article was received for publication on (B)(6) 2021. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: al-obeidallah m, kohut m, stengl m. Severe mitral valve insufficiency caused by standard surgical aortic valve implantation and its reparation using suture-less prosthesis. J cardiothorac surg. 2022 jun 18;17(1):159. Doi: 10.1186/s13019-022-01896-6. Erratum in: j cardiothorac surg. 2023 dec 8;18(1):357. Pmid: 35717232; pmcid: pmc9206334. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article [severe mitral valve insufficiency caused by standard surgical aortic valve implantation and its reparation using suture less prosthesis], the following event was identified as pertaining to an edwards device: a 25mm edwards valve implanted in aortic position was explanted after an unknown implant duration. One week after index procedure, mitral native valve regurgitation was detected through control echocardiogram as a result of slightly restrictive anterior leaflet, impaired apposition and non-coaptation due to edwards device implantation. Another valve of same model and size was implanted in replacement [edwards ref. Number (B)(4)]. The perioperative echocardiogram showed aortic prosthesis with good function with small intra prosthetic regurgitation, again complicated with significant mitral valve regurgitation. It was attempted to repair mitral valve using an annuloplasty ring (brand not specified), but surgery was abandoned due to inaccessibility. Consequently, it was decided to explant the second 25mm edwards valve from the aortic position to restore the original geometry of the mitral valve [edwards ref. Number (B)(4)] and a non-edwards valve was successfully implanted in replacement with good hemodynamic result.